Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-28580.

Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. All the buttons did function properly. However, corroded keypad traces noted during visual inspection. Broken belt clip slot and minor scratches on the lcd window noted. No unexpected display anomaly observed. The self test passed. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Event description:
It was reported that the insulin pump alarmed button error and had physical damage. The blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump had scratches and a partial display; the customer did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.